Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer advised the customer to cancel the guided tool change feature by pressing the clutch button before installing the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image from a 30-degree endoscope appeared upside down. Troubleshooting began with advice to reposition the arm using the clutch button before installing the endoscope, which resolved the issue. Details of the situation were explained and the explanation was accepted. The procedure was completing as planned with no reported injury.